Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost charging system and could not recharge the ipg as recommended. In turn, the ipg became inoperable over time. As a result, the patient is awaiting surgical intervention.

Event description:
Additional information revealed that patient had their ipg explanted and replaced. Postoperatively, patient has effective therapy.